Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240(air in set) while on home choice (hc) device during use during drain 2 of 3 .the home patient (hp) stated that she got disconnected however she reconnected. The baxter technical representative (tsr) had the hp power cycle on hc to end therapy, advised the hp to finish with manuals and contact the registered nurse(rn) regarding possible exposure to unsterile air. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.